Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and oversensing. It was further reported that the right ventricular (rv) lead exhibited intermittent undersensing on current and stored electrograms (egm). Both leads remain in use. No patient complications have been reported as a result of this event.